Event description:
It was reported that the bd maxplus¿ needleless connector experienced leakage. The following information was provided by the initial reporter: the patient needed infusion therapy due to arteriosclerosis obliterans of the lower extremities. The nurse used a needleless connector and found the phenomenon of fluid leakage. Replaced the connector immediately.

Manufacturer narrative:
(B)(6). Investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21015953. The feedback provided by the customer indicates leakage was detected from the maxplus device whilst in connection to an unknown set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015953 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.